Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Both the delivery system and the dislodged stent were returned for analysis. The technical investigation revealed that the balloon is slightly unfolded but shows no signs of inflation. Microscopic analysis of the balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned severely deformed over its entire length. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100% and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU warns against re-insertion.

Event description:
Ous MDR - an orsiro drug-eluting stent system was chosen to treat moderately calcified lesion in a tortuous lcx. The device could not be delivered to the target lesion. Therefore, a guideliner was used but the device could not be delivered again. After withdrawal it was detected that the stent was dislodged in the guideliner.